Event description:
It was reported by the patient that for more than two years since the system was implanted, there has been issues with extra left ventricular (lv) lead stimulation. The lv lead was reprogrammed multiple times then turned off due to these issues with extra stimulation. The lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d274trk implantable biv defibrillator (B)(6) 2011 4076 implantable pacing lead (B)(6) 2011 7120 competitor defib lead (B)(6) 2011. (B)(4).